Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with needle leaked chemotherapy medication during use. The following information was provided by the initial reporter, translated from chinese to english: "the customer found leakage in the syringe during using of the product; due to the presence of chemotherapeutic drugs, the defective products were not retained."

Event description:
It was reported that the bd¿ syringe with needle leaked chemotherapy medication during use. The following information was provided by the initial reporter, translated from chinese to english: "1. The customer found leakage in the syringe during using of the product; 2. Due to the presence of chemotherapeutic drugs, the defective products were not retained".

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1901168 and the review did not reveal any detected quality issues during the production process that could have contributed to the reported incident. To aid in the investigation of this issue, one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture sample, leakage was observed through the plunger rod component. For further investigation, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility. The twenty retained samples were functionally tested and no signs of leakage were observed. Although an exact cause could not be determined for this incident, based on the customer feedback, it is possible that the leakage resulted from damage to the plunger lip component or due to incorrect handling. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.